Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be aug 22, 2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be determined what the white residual foreign material on the air/water-channel (both universal cord and insertion section side) was. From the images provided, it was possible to confirm the presence of foreign material. There was no damage to the area where the foreign material was detected. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information including reprocessing steps were not available. Therefore, the cause of the material remaining in the device could not be determined. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube. There were no reports of patient involvement.